Event description:
Information received from a patient reported that they were experiencing a return of symptoms. The patient stated that they charged their implantable neurostimulator (ins) on (B)(6) 2016 because their pain returned. The patient had their device checked when at their wife's healthcare provider (hcp) and was told that it was completely depleted. Afterwards, the patient had their device charged up to about 20% and stimulation adjusted. The patient didn't have their programmer with them and weren't told what the new settings were, but they finished charging their ins later that day. It was reported that in the evening and right before bed, the patient noticed that their stimulation felt stronger. However, they thought it was because stimulation was off and their body was just getting used to the setting. The patient didn't make any adjustments and went to bed, but during the night the stimulation felt stronger and stronger. When the patient woke up, stimulation was very strong so they checked their ins using the programmer and noticed that it was set to the maximum. The patient decreased stimulation and stated that it felt better; however, they commented that it felt like a train hit their back. No falls or traumas that could be related to the issue were reported. The patient mentioned that they had a colonoscopy 2 months ago and a CT scan 3 months ago, and didn't turn off stimulation during either of those procedures. The patient didn't report any stimulation changes during those procedures. It was recommended that the patient follow up with the hcp that reprogrammed their device to explain what happened and schedule a device check. The patient also mentioned that they were experiencing memory challenges due to a stroke 1-2 months prior to the date of this report. Additional information provided on (B)(6) 2016 reported that the stroke wasn't related to the device or therapy. The patient clarified that their CT scan was to clarify the cause and source of their extreme stomach and back pain, and also for the possibility of cancer. It was noted that the patient's issue of the return of symptoms and overstimulation had not yet been resolved, only the problems being caused by the unit. The patient mentioned that they were satisfied with their device and stated that they hadn't had back pain since the unit was installed. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational information received from the consumer reported there was no device concern or change in therapy. It was stated they went over the operating of the device by the customer to ensure the customer wasn¿t improperly operating the stimulator. It was noted there were no problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.